Manufacturer narrative:
Concomitant product(s): product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported difficulty recharging. The "poor coupling" screen appeared. Using antenna locate was attempted, but did not resolve the issue. There were no implantable neurostimulator (ins) pocket issues reported. The recharging antenna was damaged; the patient was sent a new recharging antenna. The patient noted this occurred "a couple of weeks ago." Two days later, the patient reported having received the antenna but was still only getting two boxes for coupling. The manufacturer representative (rep) reported that the patient had received a new implantable neurostimulator recharger (insr) and was still only getting two coupling bars. On (B)(6) 2016, the rep reported that they performed antenna locate (al) and got a range of 68-86 with the average around 78, but were still only getting two bars. The patient has not had any falls or trauma; and noted that they could feel the edges of the ins under the skin. The patient had been getting eight bars and knew how to charge. Within the last couple of weeks, they suddenly were only getting two bars. An impedance check was done and all were normal. The new insr and antenna had not resolved the issue and would discuss having an x-ray with the patient and physician. On (B)(6) 2016, the rep reported that without the spine as a point of reference on an x-ray, it was difficult to commit to the device being flipped, but reviewed that the flow of the leads out of the header looked questionable. The rep was going to review with the physician. No symptoms were reported. Indication for use included spinal pain.

Event description:
Additional information received from a manufacturer representative reported that x-rays were taken on (B)(6) 2016 which confirmed that the patient's implantable neurostimulator (ins) was flipped. The patient "hung back" to their healthcare provider (hcp) for a revision surgery. No further information regarding the outcome of this event was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported they met with the consumer on (B)(6) 2016 because the physician decided to replace the battery at a procedure. When meeting with the consumer the battery was in overdischarge as the consumer hadn't attempted to charge in a long time because since being implanted they never got more than two coupling bars, and the battery was found to be flipped. The consumer denied any falls or traumas. Following the procedure the consumer was getting stimulation and full coverage with the existing lead, and according to the physician the battery didn't appear to be loose in the pocket.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The batter had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 25. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 3 hours 40 minutes and the battery charged from 3.55v to 3.70v. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count was 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.